Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
The following was alleged by the patient's attorney: on (B)(6) 2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained".

Event description:
The following was alleged by the patient's attorney: on (B)(6)2009: the patient underwent surgery for implant of an unspecified bard/davol composix kugel hernia mesh. As reported, the attorney alleges a general claim "for past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained". Addendum per additional information provided: on (B)(6) 2009 - patient was diagnosed with multiple ventral incisional hernia at right upper quadrant thereby underwent open hernia repair with the implant of composix kugel mesh. Per operative notes, "the herniated fat anterior to the costal margin and ribs was noted. An extra-large bard kugel composix mesh was placed deep to the costal region and sutured." On (B)(6) 2009 - patient underwent drainage removal. On (B)(6) 2016 - patient was diagnosed with recurrent right upper quadrant incisional hernia and umbilical hernia thereby underwent open hernia repair with the implants and removal of mesh. Per operative notes, "the umbilical hernia defect was noted and dissected out. A synthetic mesh was placed. Upon entering the retrorectus space, the mesh (composix kugel) was found on medial dissection. It was adhered to various muscle layers. Some parts of unincorporated mesh was excised. A synthetic mesh was placed between muscle layer. It was tacked to the existing well incorporated mesh (composix kugel)." Attorney alleges that the patient had pain, mesh shrinkage, nerve damage, hernia recurrence, rectal bleeding, and bowel obstruction.

Manufacturer narrative:
There is no connection that can be made at this time between the reported unspecified post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure or patient adverse event, and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Addendum: this supplemental emdr is submitted to document additional information provided. Based on the additional information received, there is no change to initial determination, no conclusions can be made. Per medical records review, about 6 years 9 months post implant of composix kugel, patient was diagnosed with hernia recurrence, scar tissue and abdominal pain thereby underwent repair with mesh removal. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Updated fields (date of event), (product catalog no, corporate lot no, expiry date, UDI no), d. 6b (date of explant). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text: not returned.